Event description:
On 1/11 , o-c2-c4 instrumentation was done. Three months later both the screws were found backing out. And re-operation was considered. On 4/17 re-operation was done with 1746-11-509 and 1748-11-511 and with polyethylene braided cable fixation. Curing both the operations, the scrws were felt securely inserted.

Manufacturer narrative:
No definitive conclusions can be made at this time. There is no connection that can be made between the reported events and any shortcoming of the depuy spine products at this time. The summit si occipital fixation system is technique sensitive. Patient selection as well as use of the proper system hardware to build the construct is critical to achieving stable fixation. Screw back out / loosening are listed as possible advertise outcomes in the instructions for use (IFU) supplied with the device.